Event description:
The problem is reported on the adaptor (power supply) used with minimaster device. There is a problem of failing solder joints to the reservoir capacitor causing arcing on the pcb and device failure. The complainant confirmed us on 26th july that the device connected with adaptors present no defect.

Manufacturer narrative:
The issue reported is related to the external power supply (transformer) which is delivered with the minimaster (dental scaler). Even if it's difficult to have a final statement based on the info reported, we can say that we never had any similar incidents reported in the past related to this part. The complainant mentions a "recurring problem" but we don't have any record of transformer sold to this customer as spare parts or defective transformer sent back to be repaired or exchanged. For the time being, we have not identified a risk based on the info provided (it seems that the transformer had been opened which is not supposed to happen). This needs to be confirmed by the assessment of the defective parts.